Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio2: 2.1, 4.2, 2.3. Time elapsed between each method of testing is a few minutes. Pt's therapeutic range is 2.5-3.5.